Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip did not fire.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a mucosectomy procedure performed on (B)(6) 2024. During the procedure, the clip did not fire, and the argon plasma catheter didn't work. The procedure was completed with another resolution 360 clip. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a mucosectomy procedure performed on (B)(6) 2024. During the procedure, the clip did not fire, and the argon plasma catheter didn't work. The procedure was completed with another resolution 360 clip. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip did not fire. Block h11: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device has evidence of full deployment. No other problems with the device were noted. The reported event of the clip did not fire was not confirmed. The investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect that could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.